Manufacturer narrative:
Stn # (B)(4) investigation: the whole blood set was not returned for evaluation. The manufacturing and testing records were reviewed for this lot. There were no anomalies noted in the records that would have contributed to the issue reported by the customer. Retention samples from this lot were used to perform filtration testing on the one-way valve. No issues were noted in the retention sample testing. The one-way valve is obtained from a supplier. Based on previous similar reports, the supplier determined that backflow was caused by a manufacturing issue with the one-way valve. Root cause: the cause for the bypass valve not preventing blood backflow was determined to be a manufacturing issue at the supplier site with the production of the one-way valve. Corrective action: the supplier has introduced manufacturing improvements and enhanced manufacturing training to address the issue. This MDR was filed beyond the 30-day timeframe due to an internal processing issue. An internal CAPA has been initiated to address this issue.

Event description:
The customer reported a unit of whole blood in which the bypass valve did not prevent blood from going through the bypass line during filtration, resulting in possible white blood cell (wbc) contamination. There was not a transfusion recipient or patient involved at the time of the unit processing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). The whole blood collection set is not available for return because it was discarded by the customer.